Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilation. During inflation, the balloon ruptured before reaching rated burst pressure. The balloon was removed carefully and slowly from the patient and the procedure was completed with another of the same device. There were no patient complications as a result of this event.